Event description:
The baxter field service engineer noted an infusion pump with dead batteries before use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed during product evaluation on 12/26/2006 at the customer's facility to be depleted batteries. The batteries were potentially damaged and were replaced. This issue is currently being investigated.